Event description:
In 2000, a paratrend 7fl sensor which has been introduced through a cook kink-resistant catheter into the femoral artery of child, and which had been in situ for 7 days, became bent. This caused the device (trendcare) monitor to diplay a "sensor kinked or severely bent" warning message. The attending physician requested that the sensor be removed. Upon withdrawal of the sensor from the catheter, the nurse noticed that the sensor seemed to be incomplete. Upon subsequent removal of the cook catheter, a piece of the sensor was found to be within the catheter. No therapies, diagnostics tests or any intervention was performed on the child subsequent to this incident. The child continued to medically progress and was discharged from the hosp.